Event description:
Information received from the field does not address the patient's clinical status but notes that when the patient was seen for a routine interrogation, the message was displayed that the device was at end of life (eol). The device would not accept programming and would not give measurements.